Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the nail insertion took place subsequent to the preoperative checking. After using the guide wire, the surgeon made an incision only at the front area by means of the 11.0mm (356-822) drill bit in order to insert the blade. The impingement occurred between the blade and the nail, and the insertion was unsuccessful. Attempts were made to insert the blade from different directions/angles those of which were unsuccessful. This has caused damage to the tip of the blade. In additional, the tip of guide wire became bent when the surgeon removed it. There was a reported 50-minute delay in the surgery. Per additional information received, the blade had tipped off and its broken piece was left inside the patient¿s body. The efforts to recover the remnant were unsuccessful. This event occurred during the primary surgery on account of intertrochanteric fractures. There was no reported patient harm. This is 1 of 3 reports for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The part was not returned for evaluation. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Eventually, by the use of a new guide wire and 11.0mm reamer, the surgeon could insert a new blade successfully.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that an improper insertion angle, has caused to this failure as complaint. The returned article was manufactured in july 2014 according to the specifications. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.